Event description:
It was reported that patient underwent a left total elbow arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2011 due to unknown reasons. All components were removed and replaced. Subsequently, a revision procedure has been indicated due to stem loosening; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2015-02825 / 02826).